Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4 weight - correction. B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up - additional information/ device evaluation/ correction. H3: device evaluated by mfg - additional information. H6: additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test was performed and passed relevant tests. An internal visual inspection was performed and failed due to missing damaged components. Pictures were taken. Performance data was reviewed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.